Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation; therefore, the investigation is inconclusive for patient-device interaction problem and detachment of device or device component as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk eclipse vena cava filter allegedly experienced patient device interaction problem and detachment of device or device component. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.